Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon noticed a burn mark on the patient's abdomen, located at one of the port incisions where a cannula accessory was used. The planned surgical procedure was completed with no additional patient harm.

Manufacturer narrative:
On (B)(6) 2010, a voice message was left for the initial reporter requesting additional information regarding the event. On (B)(6) 2010, another voice message was left for the initial reporter requesting additional information regarding the event and that the instrument(s) and cannula used at the port location where the burn mark was noticed be returned to isi for evaluation. As of may 13, 2010, no response has been received from the initial reporter. Since no devices have been returned for evaluation and no additional information has been received from the initial reporter, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.